Event description:
It was reported that the pt had an 8x14cm piece of veritas collagen matrix and a tissue expander implanted in both the left and right breasts during bilateral breast reconstruction surgery on (b)(6 011. The veritas was soaked in a bacitracin solution for five (5) minutes prior to implant. The surgeon placed four (4) drains total, two (2) drains in each the right and left breast; one (1) drain in a lateral axillary position and one (1) drain under the muscle. The drains were removed on (B)(6) 2011, nine (9) days post-op. The tissue expanders were filled a total of two (2) times, to a final volume of 460cc bilaterally. On (B)(6) 2012, the pt presented with an infection in the left breast, which formed an abscess that was treated by debridement and irrigation. The infection was cultured and was positive for mrsa. The pt was started on an unspecified IV antibiotic as well as three (3) separate courses of bactrim taken orally for seven (7) days with each course. On (B)(6) 2012 the left tissue expander was removed. The pt is reported to be stable and currently receiving chemotherapy.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00056, 00057, 00058, 00059.